Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for evaluation. The medical records confirmed difficult to remove, malposition of the device, and material deformation, but were inconclusive for a patient-device interaction problem. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficulty to remove, malposition of the device, material deformation, and a patient-device interaction problem. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the (B)(6) year old female patient was not provided.